Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Reason for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
(B)(4). Asr revision. Asr xl acetabular system (right) update - added reason for revision, surgeon, taken from claimsuite dated 20th march 2013 reason(s) for revision: unknown. Update - added reason for revison taken from claimsuite dated 19th august 2013 reason(s) for revision: alval / soft tissue reaction. Update 24 mar 2015 - added taper sleeve and unk stem. (B)(4).

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.